Event description:
A caller reported experiencing a cartridge alarm 20 while the device was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The caller chose not to load a new cartridge, and the case was closed by technical support.